Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was found unresponsive due to low blood glucose levels (37 mg/dl). Emergency medical services were called and the customer was treated through intravenous dextrose. Customer was admitted to the hospital on (B)(6) 2015 and released on (B)(6) 2015. The customer's health care professional made adjustments to the pumps settings.